Manufacturer narrative:
The manufacturer previously reported the incorrect date for b.4 date of this report as(B)(6) 2022 the correct date is (B)(6) 2001 and is reflected in this report.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue.